Event description:
Received call from an optometrist who said a pt came to his office reporting pain, foreign body sensation, redness, tearing and photophobia in the left eye for 2 days. The pt had been wearing acuvue oasys contact lenses on extended wear schedule, 7 days and 6 nights and the pt was on the second day of wear when symptoms began. The optometrist reported an irregular 'u' shaped corneal ulcer at 1 o'clock. The ulcer was 2 mm from the limbus. Conjunctiva: 3+ injection. The optometrist reported there was 2+ flare in the anterior chamber and no cells were observed. The optometrist said the pt removed the lens from the left eye on the day symptoms began, 2 days prior to the visit. The optometrist said he believed the ulcer to be infectious. The pt was treated with vigamox. The pt was not using any contact lens solutions as the lens was only worn for one night. The pt had several follow up visits and last visit was 12 days later. The optometrist reported the corneal ulcer had healed. The pt had a scar at the location of the ulcer. There was no reduction is best corrected visual acuity. The pt has resumed wear of acuvue oasys contact lenses.

Manufacturer narrative:
Two lenses in sealed blister packages were received from the box that the lens in question reported came from. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was tested and the ph and conductivity were in specification. A lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A search of our worldwide complaint database indicates no other complaints have been received for the lot in question. No add'l info will be received for this issue.